Manufacturer narrative:
The reporter stated that "the unit had a sensor that alarmed when powered on."

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer alarms. No adverse effects were reported.